Manufacturer narrative:
At this time no conclusions can be made regarding the bard/davol composix kugel (device #3) used to treat the patient. The patient's attorney did allege injuries and revision surgery; however, no details have been provided. No lot number has been provided therefore a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol composix kugel (device #3). An additional emdr was submitted to represent the bard/davol composix kugel (device #1), the bard/davol composix kugel (device #2) and the bard/davol ventralight st device (device #4). Not returned.

Event description:
On (B)(6) 2004, the attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol composix kugel mesh (device #1). On (B)(6) 2009, the attorney alleges the patient underwent surgery for implant of an unspecified bard/davol composix kugel mesh (device #2) and had unspecified injuries related to a defect in the composix kugel mesh (device #1). On (B)(6) 2009, the attorney alleges the patient underwent surgery for implant of an unspecified bard/davol composix kugel mesh (device #3) and had unspecified injuries related to a defect in the composix kugel mesh (device #1) and (device #2). On (B)(6) 2011, the attorney alleges the patient underwent surgery for implant of an unspecified bard/davol ventralight st (device #4) and had unspecified injuries related to a defect in the composix kugel mesh (device #1), (device #2), and (device #3). On (B)(6) 2012, the attorney alleges the patient had unspecified injuries related to a defect in the composix kugel mesh (device #1), (device #2), and (device #3), and the ventralight st (device #4) and underwent revision surgery. As reported, the patient is making a claim for an adverse patient outcome against the three (3) composix kugel mesh (device #1), (device #2), (device #3), and ventralight st (device #4). As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."